Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device and the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data of the follow-up from (B)(6) 2012 was analyzed, particularly the battery history was investigated. The battery history documented a slightly elevated current consumption of up to 14 ua. Taking the programmed parameters into account a current consumption of approximately 8 ua is expected. Therefore, the programmer displayed a warning message as mentioned in the complaint description to alert the physician. Furthermore, the programmer button sequence of the follow-up of (B)(6) 2012 were analyzed, showing no conspicuities. On (B)(6) as well as on (B)(6) 2012 further follow-ups were performed. The analysis of the returned device data revealed an expected current consumption of approximately 8.5 ua. Therefore, the estimated service time until eri displayed on the programmer screen is correct.

Event description:
Ous MDR - when the device was checked on (B)(4) an error message occurred stating the battery was depleted. This is all of the available information at this time. The implant and explant date were not provided and there was no mention of intervention.

Manufacturer narrative:
(B)(4) 2013 - we were informed this device was returned for analysis. The patient recently passed away due to reasons not related to this device, the physician has asked that the previously reported event be re-evaluated now that this pacemaker is available. On (B)(4) 14, an updated device analysis was provided to us. The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The pacemaker was visually inspected. Lead fragments were still attached to the device. Subsequently, the pacemaker was interrogated and the pacemaker's memory content was analyzed indicating no anomalies. In particular the current consumption showed expected and normal values. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. No intermittent or permanent loss of output was present. During the analysis, the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies and the battery was found to be sufficiently charged. No elevated current consumption was observable, the current consumption was as expected. In summary. Despite an extensive root cause analysis of this pacemaker, the initial clinical observation of a slightly elevated current consumption was not reproducible during analysis. The device was found to be fully functional. There was no indication of a material or manufacturing problem.